Event description:
On (B)(6) 2013, the lay-user/reporter contacted lifescan (lfs) USA on behalf of the lay-user/patient, alleging that the patient was testing in the setting mode on the onetouch ultra2 meter. There was no reported blood glucose reading obtained on the subject meter at the time of concern. The reported issue began on (B)(6) 2013. After the onset of the reported issue, the patient reportedly did not take any action to manage her diabetes. The patient claimed the patient "look seizure-like" and tested at "45 mg/dl" on the emt meter. The patient required medical intervention with IV glucose at 8:45 pm. During troubleshooting, the reported issue was corrected with training. The lfs products were replaced and requested back for investigation. This complaint is being reported due to use error and because the patient required medical intervention for a blood glucose of "45 mg/dl" after the testing in the setting mode issue began.

Manufacturer narrative:
The lfs product has not been returned to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.